Manufacturer narrative:
Correction: information provided in b.6 was reported error in initial MDR. The microstent presumably remains implanted and is not available for evaluation. The physician reported low grade inflammation, elevated intraocular pressure (iop), and pas (peripheral anterior synechiae) at 4th month post operation. The microstent was not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an microstent implant procedure, post operation at 4th month, the patient experienced low grade inflammation, elevated intraocular pressure (iop), and pas (peripheral anterior synechiae) only to the stent obscuring all but the smallest portion of the inlet. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).